Event description:
It was reported that during the endoscopic vein harvesting procedure, one balloon popped. A replacement device was used to continue the procedure. No patient complications were reported by the hospital. During the same procedure, seven heartstring seals cracked while loading the seals into the delivery tube. A replacement device was used to complete the procedure. No other patient complications were reported by the hospital. This report is for the balloon.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.